Event description:
The complainant alleged that during a routine shift check by a clinican the device would display a "defib pad short" message. The complainant indicated there was no pt involvement in this reported malfunction.